Event description:
Drug/diluent: solumedrol 1gr. Fill volume: 250 ml. Flow rate: 100 ml/hr. Procedure: unk. Cathplace: not applicable. Therapy: IV infusion. (B)(6). Fast flow, the pump infused in 1 hour 15min instead of 2 hours. Start date/time of infusion (B)(6) 2012, 1:00 pm. End date/time of infusion: (B)(6) 2012, 2:30 pm. Pt contact: yes. Adverse event: no. Medical intervention: no.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.